Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, on behalf of the patient to report that on (B)(6) 2015, the receiver was displaying intermittent ??? For about two hours. The sensor in session was inserted on (B)(6) 2015. No additional event or patient information is available.